Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking tubing was confirmed. The product returned for evaluation was one 20 g powerloc max infusion set with y-site. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when flushing the line, blood came out of a crack. It is in the spot at the distal end below the hub. This line was used for 6 days. The line broke on (B)(6) 2024. No other information was provided. Additional information received 05/09/2024: it was reported patient had to be re-accessed. Nurse flushing the line was splashed with blood from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when flushing the line, blood came out of a crack. It is in the same spot at the distal end below the hub. This line was used for 6 days. The line broke on (B)(6) 2024. No other information was provided. Additional information received 05/09/2024: it was reported patient had to be re-accessed. Nurse flushing the line was splashed with blood from the patient.